Event description:
It was reported that the device battery voltage dropped fast from 2.83 volts to 2.66 volts in about three months. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.